Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the distal end of the colonovideoscope had deep dents and a chipped light guide lens. There were no reports of patient involvement.